Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of needle retraction failure could not be confirmed from the representative 22g insyte autoguard units that were received from lot 4282308. A functional test showed that each needle fully retracted when the safety mechanism was activated. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of manufacturing records was performed and there were no issues during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard winged needle did not retract. The following information was provided by the initial reporter: in addition, these catheters present a problem of mandrel retraction, which does not retract automatically when the button is pressed (or more slowly), which causes a risk of needlestick and therefore of a blood exposure accident. Clinical consequence: the defect has led to missed pvp placements with the need to re-puncture patients. Considerable increase in the risk of needlestick and therefore of blood exposure accidents.